Event description:
It was reported that the hospital electronics system began to spark when being plugging in and black smoke started coming out. Customer was not harmed. Issue was resolved by replacing the unit.